Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error.

Manufacturer narrative:
Investigation of the case logs showed the user did receive a camera alert, "nav120 tracking system stopped," as reported; however, the root cause for this alert could not be determined. Additionally, a globus medical field service engineer was sent on site to perform camera accuracy checks, and all test were reported as passing. Ultimately, the user was also able to regain camera tracking following two hard shutdowns of the system after this case, but this issue could not be resolved within the or and therefore the procedure was aborted. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.